Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detecting on the communication bus. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction: section h imdrf annex a grid, imdrf annex g grid.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 failed and customer recovered. A field service engineer inspected the log files and found that the drawer had experienced multiple failures over the past 48 hours, with repeated "row board not present" errors. Reseated all row board cables to ensure proper connectivity. Tested the system using both the hardware test application and the dispensing application to confirm functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detecting on the communication bus. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.